Event description:
During insertion of port, plastic tabs broke away as normal but the sheath did not. Physician required to manually pull plastic sheath out of pt. This resulted in prolonged case time and potential harm to pt if the sheath had broken off in the vessel.